Event description:
Medtronic received information, that prior to the implant of this transcatheter bioprosthetic valve. A routine preimplant balloon aortic valvuloplasty (bav) with a non-medtronic zs-millimeter (mm) balloon (bard true dilation balloon) was performed. Three valves were implanted, due to paravalvular leak (pvl). The blood pressure then dropped, and an annulus rupture was identified. All three valves were removed. And replaced with a surgical valve. It was reported, that the rupture was caused by the preimplant bav. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).